Event description:
Abbott diabetes care (adc) received an mhra declaration in which a customer reported an alarm issue. The report is as follows: "low and high glucose alarms not going off even though I have followed all manufacturers instructions and have the latest version off the app. I regularly hypo through the night and I am having to set an alarm every 2 hours to wake me up and scan. However I hypo'd last week and slept through my set alarm but because the alarms are not working my emergency back up contacts are not getting alarmed either and I couldn't wake up until my husband physically got glucose into me and I was too poorly to go to work. I had been in a hypo over 3 hours." There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An investigation has been performed for the reported complaint and there was no indication that the product did not meet specifications. The user reported missing high and low glucose alarms with the freestyle librelink application. Attempted to replicate the user¿s complaint using a similar configuration. The user complaint was not able to be reproduced. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received an mhra declaration in which a customer reported an alarm issue. The report is as follows: "low and high glucose alarms not going off even though I have followed all manufacturers instructions and have the latest version off the app. I regularly hypo through the night and I am having to set an alarm every 2 hours to wake me up and scan. However I hypo'd last week and slept through my set alarm but because the alarms are not working my emergency back up contacts are not getting alarmed either and I couldn't wake up until my husband physically got glucose into me and I was too poorly to go to work. I had been in a hypo over 3 hours." There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer¿s product data has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.